Manufacturer narrative:
The reported complaint could not be confirmed. Per data log analysis, the gas system was successfully calibrated. Several flow and fraction of inspired oxygen (fio2) fio2 changes were made. The fio2 alarm was enabled and disabled a couple of times. There were no errors in the log and no indication of a problem. Per service repair technician (srt) the flowmeter will be replaced as part of the reconditioning process. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the fraction of inspired oxygen (fio2) readings on the central control monitor (ccm) were fluctuating. He replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed no high fio2 readings on the ccm.

Manufacturer narrative:
Per the user facility's perfusionist, the fio2 readings were fluctuating largely from the set point. The epgs was set up and calibrated per the instruction for use (IFU). This complaint is related to (B)(4)/ medwatch #1828100-2019-00070.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was reporting high fraction of inspired oxygen (fio2) reading. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr) he replaced the epgs with an external gas blender. The suspect part will be sent back to the manufacturer for evaluation.

Event description:
Per clinical review: on (B)(6) 2019 during a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) readings in the middle of the central control monitor (ccm) screen were fluctuating both down and up from the user set point. This would occur both when the perfusionist was setting his fio2 ratio, and when he had not adjusted his ratio. It was mentioned that after a few minutes it would settle out to being really close to the set point, but that there was an obvious effect on the patients partial pressure of oxygen (po2) as seen on his blood parameter monitoring (bpm) unit. The team sets up their electronic patient gas system (epgs) per the instructions for use (IFU) with the vaporizer pre mechanical flow meter; additionally they calibrate the system with the full system set up and attached to the oxygenator. The team did not exchange out the unit, since the epgs fio2 ratio did settle out to close to its set point. There was no delay in the continuation of the surgical procedure. There was no blood loss or harm associated with the event.